Manufacturer narrative:
The lens was returned in a clear liquid inside a small specimen cup. The lens was cut into pieces, typical of insertion and removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported "explanted" complaint. A lens malfunction has not been indicated. No further information was provided. The lens was returned with clear sign of use. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens implant procedure, the lens was exchanged in a secondary procedure. Additional information has been requested.